Event description:
T was reported that following a review of the data conducted by the national joint registry in march 2019 on aura ii cementless stem "aura ii cementless stem ¿ level 2 performance status in primary hip replacement", on 304 primaries surgeries, 33 had been revised. This complaint is related to revision due to loosening: the patient underwent revision (hip, right) due to aspeptic loosening, 11 years after implantation. The acetabular cup was removed. No other adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11-associated products : p0561060 - avantage uhmwpe insert 60/28 batch : 0000071871 . P0206c28 - co cr modular head 28mm short batch : 0000081417 . P0126y07 - aura ii total ha coated right size 7 batch : 0000069490. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to loosening: 1 complaint (1 product), this one included, has been recorded on avantage cementless acetabular shell 60mm, reference p0460060, from 01 january 2017 to 24 august 2020. 1 complaint (1 product), this one included, has been recorded on avantage cementless acetabular shell 60mm, reference p0460060, batch 0000042674. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that following a review of the data conducted by the (B)(6) registry in march 2019 on aura ii cementless stem "aura ii cementless stem ¿ level 2 performance status in primary hip replacement", on 304 primaries surgeries, 33 had been revised. The patient underwent a revision due to loosening. The acetabular cup has been removed. No other adverse events have been reported as a result of the malfunction.